Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign material inside the air/water tube, air/water cylinder, between the distal end and server plug-in and stain inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. There was no deformation found at the location of the foreign material. Therefore, the root cause for the remaining foreign material could not be established. Additionally, since the material adhered to the point other than outer surface of the device, the material could not be eliminated by reprocessing. The events can be detected and prevented in accordance with the following IFU. Detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. Detection methods are written in IFU: tjf-q190v operation manual 3.3 inspection of the endoscope. Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.